Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient sample was tested and a negative strep a result was obtained. Upon discarding the test cartridge, the user visually saw a line on the test cartridge and questioned if the result was positive for strep a. There were no health impact or consequences reported. No additional information was provided as the customer has not responded to multiple follow up attempts by bd.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient sample was tested and a negative strep a result was obtained. Upon discarding the test cartridge, the user visually saw a line on the test cartridge and questioned if the result was positive for strep a. There were no health impact or consequences reported. No additional information was provided as the customer has not responded to multiple follow up attempts by bd.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported that they received a negative result with the analyzer, but saw a positive line on the cartridge as they were disposing of it. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. It is advised that test cartridges must be read with the analyzer at the specified incubation time in the IFU. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.